Event description:
A break in the retention dome during traction dome removal. The incident occurred 161 days after placement. The dome section dropped into the patient's stomach.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.